Manufacturer narrative:
Device not released for evaluation. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Moreover, the device serial number was tracked to its sterility lot; complaint database review indicates no other endocarditis reports received for any devices processed under the same sterility lot. The affected device was not released for evaluation due to patient privacy regulations. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The investigation reveals nothing to indicate a device quality deficiency that may have contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that the device was explanted after implant duration of approximately 5 months. Upon follow-up, it was learned that the device was explanted due to aortic valve endocarditis, coag neg staph. The edwards' valve was replaced with a 22-mm cryo-preserved aortic valve homograft. The surgeon indicates that cause of explant is not related to the edwards' device malfunction. Medical records indicate, "avr on (B)(6) 2010. Initially admitted on (B)(6) 2010 with uri symptoms, he was having fever, chills, and cough with yellow sputum five day prior to admission. He was then diagnosed with pneumonia treated with levaquin and then discharged on (B)(6), he was subsequently called back as his bc from nov 04 were + for cons 2/2. Was readmitted and repeat blood cultures were again positive. Sens showed mrse. ID was consulted ad he was started on vancomycin. Tte was negative for endocarditis, but tee obtained on nov 10 showed a 1 cm vegetation in the bioprosthetic valve, there was no aortic insufficiency or aortic stenosis" operative report indicates, "the aortic valve had vegetations on all leaflets. There was no evidence of any dehiscence of the valve. The annulus, although there was no pus, was fairly edematous and likely infected as well".